Event description:
Clinical trial. It was reported that 1125 days following a coronary artery stenting treatment procedure, the patient expired. The index procedure identified one 12mm long target lesion located in the distal cx (circumflex) with 90% stenosis and a 3.5mm reference vessel diameter. Treatment consisted of pre-dilation and placement of a 3.0x16mm study stent with 0% residual stenosis. The patient was discharged two days later on protocol doses of asa and plavix. It was reported that 1125 days post index procedure, the patient was found unresponsive at home. It was reported: "in conversation with the medical examiner, he stated the death was unwitnessed and no autopsy was performed. The cause of death was cardiopulmonary arrest." It was reported that the death was possibly related to a co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.